Event description:
It was reported that there was a malfunction with the continuous glucose monitor (cgm) device. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient received alerts for signal loss 2 or 3 days prior to the event. On the day of the event 04/27/2024, the patient stated that the signal was dropping (assuming it was intermittent). Of note, he clarified that he was using the same sensor and transmitter until the day of the event when he passed out. The patient stated he did not notice the signal loss when he was high or passed out because there was no sound. Per follow up with the patient on (B)(6) 2024 for clarification, he assumed that it did not sound because he did not get the notification when the signal loss happened. He stated he barely remembers what happened on that day. The patient's spouse found the patient laying on the bed and unresponsive around 9:30am. The spouse called emergency medical technician's (emts). Emts arrived within 5-10 minutes and transported the patient to the emergency room. The patient did not know if they received treatment from emts. It was reported that the patient was hyperglycemic. The patient was transferred to the intensive care unit (ICU) where they were in a "coma" for 2 days. The patient was treated with an insulin drip while in the ICU. After 2-3 days, the patient regained consciousness on (B)(6) 2024 and was transferred to a different hospital. The patient was in a regular room at the new hospital until (B)(6) 2024. During his stay there, he was treated with medication for his heart (not dexcom related). At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following statement in the initial MDR, "the sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024." H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.